Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Performed pre fill test, the reservoir passed per specifications, no leaking anomaly was observed during the analysis. The plunger was easy to connect and release properly. No physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call of a faulty reservoir. The customer's blood glucose reading was 236 mg/dl. The wife stated that she filled the reservoir and set it to the side and insulin started to come out. The wife stated that the leak occurred during filling. The customer stated that the location of the leak is around the snap cap. The customer stated that the reservoir was discarded. The customer will be sent a replacement reservoir.